Manufacturer narrative:
Further information regarding this event has been requested. Investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2019, a 22mm amplatzer septal occluder was selected for implant. Upon deployment of the device, the device deployed in a "cobra" formation. The device was recaptured and exchanged for another 22mm amplatzer septal occluder (lot number: 6214080). The patient is reported to be stable.

Manufacturer narrative:
An event of device deformity was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2019, a 22mm amplatzer septal occluder was selected for implant. Upon deployment of the device, the device deployed in a "cobra" formation. The device was recaptured and exchanged for another 22mm amplatzer septal occluder (lot number: 6214080). The patient is reported to be stable.